Event description:
Groshong infusa port inserted 7/28/97 for administration of chemotherapy. On 9/8/97 a fracture of the catheter was suspected. Fluoroscopy showed a broken port with migration into the right pulmonary artery. Successful transvenous catheter fragment retrieval followed.